Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Covidien received a report that the cuff on the tracheal tube would not deflate. Customer stated there was no patient involvement, failure was discovered prior to patient use.